Manufacturer narrative:
Subsequently, additional information was received that this crt-d was discarded at the hospital, so therefore will not be returned for laboratory analysis.

Manufacturer narrative:
It is unknown whether this crt-d will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient was not feeling well, so went to the hospital. The physician treated the patient with antibiotics. It was then noticed, after reviewing a blood culture, there was bacteria in the pocket where this cardiac resynchronization therapy defibrillator (crt-d) was implanted. The decision was made to explant this crt-d. There were no additional adverse patient effects reported.